Manufacturer narrative:
Date of initial report : (B)(6) 2017, date of follow-up report : (B)(6) 2017 one lf1637 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported the device did not seal. The reported condition was not confirmed. The device was tested for activation on simulated tissue with end tones indicating completed seal cycles. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic gastrectomy, the device would not seal tissue. An end tone indicating a completed cycle was heard, but no sealing occurred. The device was tested with a forcetriad generator and two other forcetriad10 generators, but the issue continued. No patient injury resulted from the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.